Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the cartridge was leaking into from the septum into the pump. Reportedly, the customer loaded a new cartridge and resumed insulin therapy. Addionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was approximately 120-150 mg/dl.